Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's go gear shower bag was leaking from the bottom causing the patient's equipment to get wet. The controller was not damaged or compromised. The shower bag was replaced. Related controller MFR #: 2916596-2022-00514.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported shower bag leak was not confirmed from this evaluation as no product was available for investigation. Multiple attempts to gather additional information was attempted; however, no additional information was provided. No product is available for investigation; however, in the event that the shower bag is returned, this investigation will be reopened to investigate the product. The relevant sections of the device history records for shower bag lot # 7225977 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 instructions for use (IFU) (rev. C) and hm3 patient handbook (rev. C) state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.